Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had fired prematurely due to a damaged component. The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
Customer's mother called to report a needle mechanism failure the needle never retracted. She was asked to call back with additional pod identification info. During the f/u call, she reported that the pod was worn for about 11 hours and he began experiencing elevated blood glucose levels and had ketones, at which point they removed the pod and noted the needle had not retracted.